Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6144953; medical device expiration date: 11/30/2017; device manufacture date: 05/23/2016. Medical device lot #: 6228900; medical device expiration date: 01/31/2018; device manufacture date: 08/15/2016. Medical device lot #: 6179612; medical device expiration date: 12/31/2017; device manufacture date: 06/27/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 75101 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had "gel airbubbles".